Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, a failure related to the active exhalation valve was observed and the device failed a test step. The device's active exhalation control module needs replaced to address the issues.